Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer used insulin injections to manage diabetes until the supplies were able to be changed. After the supply change, the customer received an altitude alarm which was cleared in approximately 1.75 hours. The customer resumed insulin delivery. The customer's blood glucose (bg) was 180 mg/dl which was the customer's normal level.